Manufacturer narrative:
The lot number is unk. The device sample is not available for eval. A f/u report will be submitted if additional info is received.

Event description:
The event is reported as: the balloon does not inflate. The device was checked prior to use. No pt injury reported.